Event description:
It was reported that the display flickers and broken contact pins. Additional information was received that indicated that the flickering is instant. It goes on then off. The flicking is continuous, flashed out about five seconds after operation resumes. There were no cameras in the room. The type of lighting in the room is fluorescent. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. No patient involvement.